Event description:
The lay user/pt contacted lifescan in 2005 and alleged that his one touch ultra meter (serial number not provided) was in the wrong unit of measurement (mmol/l instead of mg/dl). The medical affairs specialist called the pt and left a message for her the following day. A letter will be sent. The pt had received a result of 10.9 mmol/l (196 mg/dl) on the subject meter. The pt was not aware that the unit of measurement was set incorrectly. He visited his dr and was prescribed insulin. He was also given "glucose" on a dr's visit. There is no further clinical info provided. Although the info leading to the dr's visit is insufficient, the complaint is reported as an adverse event since the pt's meter was in the wrong unit of measurement and was treated by his dr. It is unclear if the pt was prescribed insulin and given glucose on the same dr's visit or multiple visits. It is not known if the pt was tested on the dr's meter. The wrong unit of measurement would cause a pt to under-treat a high glucose level. However, the pt was given glucose at the dr's office, implying a low glucose level. A replacement meter, control solution, and test strips were sent to the lay user/pt.

Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. Follow up #1/supplemental report text -02/28/2006: the lay user/pt's meter has been returned and evaluated by lifescan product analysis on 02/17/2006 with the following findings: the meter involved in this case has passed testing. The meter was in mmol/l, cal code 16, and date/time -04/23/05, 11:05 am when it was received. The meter was manually reset from mmol/l to mg/dl units of measure. This is not a locked meter and it was set as variable units of measurement. If any add'l info is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.